Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal coronary angiogram procedure, the catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and was trying to negotiate the patient's common iliac bifurcation when the catheter tip detached. The physician was able to successfully remove the detached catheter tip along with the guidewire by hand through the access sheath. The patient tolerated the procedure well. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.